Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The locking mechanism on the srom t-handle will no longer engage with the reamers. Again, no pieces broke off in the patient and no adverse events were reported. June 28, 2017 - evaluation of the returned instrument found an additional failure; one of the two tabs is cracked, no pieces missing.

Manufacturer narrative:
Product complaint # (B)(4). Type of reportable event has incorrectly been reported as serious injury in (B)(4). Correct reportable event type is malfunction only. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the locking mechanism on the srom t-handle will no longer engage with the reamers. Again, no pieces broke off in the patient and no adverse events were reported. June 28, 2017 - evaluation of the returned instrument found an additional failure; one of the two tabs is cracked, no pieces missing. K.potter / / investigation method: the complaint sample consisted of (1) 530360 s-rom handle, t.hudson, lot number aba48294. Review of the as400 found (B)(4) pieces of this lot were placed into distribution on december 17, 2012. A functional check with a mating reamer found the complaint unconfirmed. The mating reamer assembled and disassembled as intended. Evaluation found an additional failure; one of the two tabs is cracked. A two-year search of the complaint database found misuse and heavy usage as contributing factors for the tabs cracking and/or breaking off. If used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the end of the instrument and facilitate a spreading/tearing of the tabs as well. A complaint database search finds no other reported incidents against the provided product and lot combination. / / investigation summary: johnson & johnson (B)(4) reports the locking mechanism on the srom t-handle will no longer engage with the reamers. A functional check with a mating reamer found the complaint unconfirmed. The mating reamer assembled and disassembled as intended. Evaluation found an additional failure; one of the two tabs is cracked. A two-year search of the complaint database found misuse and heavy usage as contributing factors for the tabs cracking and/or breaking off. If used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the end of the instrument and facilitate a spreading/tearing of the tabs as well. A complaint database search finds no other reported incidents against the provided product and lot combination. Based on the investigation, the need for corrective action is not indicated.